Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "exploded on their arm and it caused them bleeding." No further details were provided. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no damage was observed. Visual inspection performed on the sensor plug assembly and it was observed that sharp stuck inside the sensor plug assembly. No burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. A further extended investigation was conducted. Visual inspection was performed on the returned de-cased sensor and its printed circuit board assembly (pcba) and no burnt mark, no contamination, and no physical damage was observed on sensor patch. Sharp was observed to be stuck in the sensor plug with a broken plug corner. Sharp stuck in the sensor in an unsafe way therefore further investigation of the plug will not be required. Further investigation was performed by reviewing the initial scan, sensor was found to be in state 1 (indicates the sensor was never activated) with insertion failure in the event log were observed, indicating that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating that the electronics were functioning properly. The passing of accuracy testing is an indication that there were no issues with sensor functionality and electronics, and that the puck was working as intended without any abnormalities. The returned battery was intact with no damage and voltage was measured to be within specification. Customer's reported complaint of their sensor exploded on their arm which it caused them bleeding was not observed as there is no evidence of sensor exploding as the sensor was received intact. The battery cannot generate the amount of power that is needed to produce heat or energy capable of causing explosion. The puck¿s battery produces voltage that is insufficient to produce heat or energy that will cause the sensor to explode. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "exploded on their arm and it caused them bleeding." No further details were provided. There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.